Event description:
It was reported that the insulin pump did not vibrate when the act button was pressed during the bolus. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
(B)(4).no vibrator alarm due to broken vibrator wire. The insulin pump had minor scratches on the display window corners and a cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.